Manufacturer narrative:
(B)(4). Age at time of event: late 70's. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The outer shaft, middle shaft, proximal shaft and the inner shaft were completely separated from the handle. The outer shaft had multiple kinks. The inner shaft also had multiple kinks. The mid-shaft had a kink approximately 47.5cm from the tip of the mid-shaft. The handle was taken apart and the contents were returned. The stent was not returned. Visual inspection of the components by the engineering staff revealed that the middle shaft distal marker band was deformed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that partial stent deployment and stent damage occurred. The procedure was performed via contralateral approach. The high grade stenosed target lesion was located in the moderately tortuous and extremely calcified superficial femoral artery (sfa). A 5 x 200 x 130 innova stent was advanced to treat the lesion. Normal force was applied on the thumbwheel; however, upon deploying, the stent suddenly disengaged at about 60mm of stent deployment. Then, the physician grabbed the rapid deployment handle, the plunger and upon pulling back, the whole thing disengaged from the actual stent housing. At this time, the stent was 6mm deployed, so the physician opened up the actual deployment piece and through like various passage and managed to deploy the stent but the stent was clearly stretched out and had no structural integrity. An hour after, using a non-bsc sheath next to the proximal end, the stent was pushed back down into the sfa. Another stent was implanted, internal to the first one. No patient complications were reported. The patient's status was good and will be monitored closely.